Event description:
Vns pt underwent ncp system explant for unknown reasons. Both the generator and lead were explained.

Event description:
Further follow-up revealed that the reason for explant was because the pt no longer needed the vns system. The pt underwent seizure surgery approx two years with excellent results. The pt had not had a seizure over the last two years. The pt wanted the vns system explanted because of discomfort reasons. The concomitant (pulse generator) was analyzed: analysis summary: no electrical or visual anomalies were indentified that could adversely affect device performance. The unit met the MFR's final electrical test specifications.